Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions to reset the pump, which were successfully followed. The customer was advised to continue using the pump and to call back if the issue recurred, and they acknowledged and understood the instructions.